Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the alternating current adapter had a loose connector pin. No out of box failure was reported. The patient's ins was dead. The desktop charger was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.